Event description:
The bone cement hardened prematurely. The cement was also reported lumpy. There was no adverse consequence for the pt or delay in surgery anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggests that this event is attributed to external factors to the product. All test results were satisfactorily and in accordance with the registered spec for the product.